Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va17qya, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins replaced the day before the call. The patient reported that they fell in (B)(6) 2019 and (B)(6) 2019 and the lead ¿shook¿ and that was why they had to have their ins replaced. No patient symptoms were reported. No further complications were reported.